Event description:
It was reported that the right ventricular implantable pacing lead (ipl) had become dislodged and a re-operation was performed. Shortly after the re-operation procedure no ventricular pacing was observed and a lead dislodgement was again suspected. During the procedure it was revealed that the lead pin was loose in the implantable pulse generator (ipg) connector and that the associated setscrew would not tighten down due to apparent damage. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).